Manufacturer narrative:
The actual device was tested by the service provider on 12/18/2019. The pump had a flow rate deviation of 10.58%, which is outside of the ±5% specification. The reported under-infusion issue was not confirmed. The pump was calibrated, and tested to meet full specifications.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 11/26/2019, and stated that pump 617190 was under infusing. "Pump would alarm infusion complete but there would still be medication left in the bag." The device operator was a physician assistant. Medication being infused was tysabri. There was a patient involved. The patient was not harmed, or injured.